Manufacturer narrative:
Product analysis: visual review confirmed the superior shaft is broken at approximately the center of the shaft, with no indication of bending or torsional stress. Optical examination of the fracture surface identified secondary surface damage; undamaged area provides some evidence of riverlines and quasi-brittle fracture, consistent with overload.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a minimally invasive microdiscectomy due to herniated disc. During surgery, the shaft of the pituitary snapped. The product came in contact with the patient. No fragments of broken instrument remained in patient. No patient complications were reported.